Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, station jhoc-wrkrm multiple doors 6, 7 and 8 were failed. Customer tried to reboot and recover the storage space, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower doors 6, 7, and 8 failed to open. A field service engineer (fse) verified the issue within the medical application and determined that the doors were not detected on the bus. The fse powered down the station and inspected the cable connections, identifying that a loose medcart pyxibus cable connection had been caused by a broken securing screw. The fse replaced the faulty cable, restarted the device, and accessed the hardware test application. A functionality test was then performed successfully, confirming that normal operation was restored. The system functioned as intended after the field service engineer repaired the device.